Event description:
It was reported by the customer's doctor that the customer had a site infection. The doctor stated the customer's site was swollen and had discharge. The doctor was advised to inform the customer remove his site. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.